Manufacturer narrative:
Corrections to all fields. This is a duplicate of report 3004788213-2019-00197.

Event description:
This report was created in error. It is a duplicate of 3004788213-2019-00197.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of tracebaility and devices history records is ongoing. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembled during surgery, in disc space. As reported, upon insertion of the mobic the distraction rack, the mobic rack, began to migrate away from the pins thus surgeon lost distraction. Implant became wedged in the space. In addition, the implant inserter was jammed up against the distraction rack legs. It was difficult to open the distraction rack thus surgeon needed to pivot the implant on the inserter to remove from the space and the 3 piece implant fell apart. No issues getting it out or any issues with the patient. Paused the case for about a minute. Additional information was requested. Investigation ongoing.